Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during a cerebral bifurcation aneurysm embolization difficulty was felt when introducing pulserider (catalog/lot unknown) into the prowler select plus microcatheter (606s255x/17131078). It felt like an obstruction was present. Pulserider introducer was removed; checked and flushed. Prowler microcatheter was flushed and checked with the guidewire. The pulserider introducer was re-introduced and it went in; however when trying to advance pulserider past the distal tip of the prowler, it again felt difficult and the physician was unable to advance the product past the tip. He exchanged the prowler for a competitor's microcatheter (type unknown) and the same pulserider advanced smoothly. The aneurysm was reported to be located at the middle cerebral artery. It was attempted to implant purlserider at bifurcation but not enough vessel space at bifurcation to deploy due to patients anatomy. There were no adverse events to the patient due to the reported event; however the surgery was delayed by 10 minutes. The product was stored as per labeling instructions. There were no damages noted on the prowler select plus catheter, pulserider or other concomitant devices prior to use or upon removal. The prowler microcatheter is available for return.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. Product returned on 04aug2016. A non-sterile prowler select plus 150/5cm was received coiled inside a plastic bag. The device was inspected and was found compressed/kinked at 4cm from the distal end. The micro-catheter was inspected under microscope and was found compressed/kinked. The ID and od of the micro-catheter were measured and were found to be within specification. Hub ID 0.021¿ specification: 0.021" minimum distal ID 0.021¿ specification: 0.021" minimum. The received micro catheter was flushed using a lab sample syringe, after which a guide wire .018¿ lab sample was introduced into the micro catheter and was advanced until the micro catheter distal tip; resistance/friction was felt when the guide wire .018¿ lab sample was passed through the compressed/kinked section noted on the received device. A review of the manufacturing documentation associated with this lot 17131078 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of prowler select plus microcatheter being obstructed was not confirmed during the functional test. The failure experienced by the customer appears to have been due to the compressed/kinked section found on the device, this condition was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process, procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process. Therefore no corrective action will be taken at this time. Common device name changed from "ces microcatheter" to "catheter, continous flush".